Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the atrial channel. A boston scientific technical services consultant discussed the clinical observations and troubleshooting with the caller. No adverse patient effects were reported.